Event description:
It was reported that patient underwent an unknown surgery on (B)(6) 2024. A synflate balloon was inflated using the access kit. The cement was mixed and injected. During cement injection, hardening of the cement progressed, and cement injection to one side was no longer possible. Cement injection was stopped, and cement replenishment was abandoned. Although the cement was not sufficient in amount, it was determined that the situation was not such that additional cement was needed. Fixation was considered problematic, and the screws on the bottom were replaced with fenestrated screws and cement was injected. The surgery was completed successfully with no surgical delay. Patient was stable. The cement was refrigerated until just before the injection and was normally injected within the time available for injection. There were no problems in cement mixing procedure. The room temperature was below 25 degrees celsius.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states but is similar to device marketed in the USA.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.